Event description:
It was reported that multiple appropriate shocks were delivered due to a ventricular tachycardia storm which caused the device to have a charge circuit timeout. The device then went to elective replacement indicator. The device is still in use and will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.